Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl. The current blood glucose level is 354 mg/dl. The customer also reported other blood glucose values such as over 300 mg/dl, over 600 mg/dl. The customer was treated for high blood glucose with insulin pump. Based on customer¿s report customer did not allege under delivery. The customer was reported that the insulin pump had insulin flow blocked alarm and it was resolved by complete set change. The customer was wearing the insulin pump when high blood glucose event was reported. The customer was reported that the insulin pump passed high pressure test. The insulin pump will not be returned for analysis.